Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 48 mm diameter abdominal aortic aneurysm. The aortic neck was 2 cm in length, with a proximal diameter of 26.3 mm, 31 mm in the middle and 32 mm in diameter distally. The left iliac artery was 14.2 mm, 13, 12.4 and 13 mm in diameter distally. The right iliac artery was 15 mm and 14 mm distally. The left iliac had plaque and tortuosity. It was reported that during the final angiogram the physician noticed a dissection in the left external iliac below the hypogastric artery bifurcation. The physician thought the dissection may have been caused by the devices traveling through the iliac artery, but was uncertain. The decision was made to implant another manufacturer¿s stent to cover the dissection. No additional clinical sequelae were reported and the patient is fine. Non-contrast pre-implant films were reviewed. The 32mm proximal neck was straight. The maximum aneurysm diameter was 4.5cm and the distal aortic diameter was 3.5cm. The take-off of the left common iliac was angulated and the common and internal iliacs were calcified. Images during implant were not provided, and non-contrast limited the extent of the film evaluation. The likely cause of the dissection appears to be anatomy related.

Manufacturer narrative:
(B)(4).